Manufacturer narrative:
Device evaluated by MFR.: the sterling balloon catheter was returned with no original packaging. The guide wire used in the procedure was not returned. The inner diameter of the tip and wire exit notch were measured and met specifications. A guide wire was advanced all the way through the wire lumen with no resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2011-01609. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the balloon catheter became stuck on the guide wire. The totally occluded lesion was located in a non tortuous and heavily calcified tibial artery. The physician attempted to advance the 2.0mm x 40mm sterling es balloon catheter on to the 300cm journey guide wire however; near the end, the balloon catheter became stuck on the guide wire. The balloon catheter and guide wire were removed from the patient as a unit. The procedure was completed with a different balloon catheter and a different guide wire. No patient complications were reported and the patient's status is fine.